Event description:
A human chorionic gonadotropin (hcg) plasma sample from one patient was tested on a dimension exl with lm instrument. The plasma sample generated a process error and was flagged by the instrument. A plasma sample from the same patient draw was repeated, which resulted negative. The discordant repeat plasma result was not reported to the physician(s). A serum sample from the same patient draw was tested two times undiluted and once as a 1:2 dilution on the same instrument, resulting positive. The second undiluted result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant hcg plasma result.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The headquarters support center (hsc) evaluated the instrument data. The hsc determined that the hcg plasma sample was initially flagged by the instrument and generated a process error. When repeated, a duplicate plasma sample produced a discordant hcg result with no error flags. The hsc determined that there was no indication of an instrument malfunction during the time of the event. The serum sample resulted as expected upon repeat testing on the same instrument. The cause of the discordant plasma hcg result is sample specific. The customer successfully repeated the serum sample from the same patient. The instrument is performing within specifications. Further evaluation of the device is not required.